Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous distal circumflex (cx) artery. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was soaked and prepped prior to use with no issues or leaks noted. After placement of a non-abbott guiding catheter and a non-abbott guide wire, the mini trek bdc was advanced to the target lesion; however, the bdc balloon ruptured at 14 atmospheres (atm) during the second inflation and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new trek bdc and 2.5x23mm xience xpedition stent delivery system (sds) were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.